Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously omitted h6 coding that was not reflected for investigation finding of customer allegation not confirmed. The correct coding is c19 and d14.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/28/2025.

Event description:
No additional information received from customer.

Event description:
It was reported the videoscope's image exhibited a whiteout during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: vertical lines were displayed on the image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.